Manufacturer narrative:
(B)(4). Date sent: 06/02/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a97f47, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, it was observed that the device was locked, leaving the blade advanced. While maneuvers were made to reverse the blade, this did not work. They used the reverse button, repositioning the battery and reusing the reverse button to no success. They had to occupy the manual reverse lever of the device, which left it disabled to continue using. Changed to a new device and reload to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/11/2025 d4: batch #462d63. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received with the one-piece sled missing and unfired making it nonfunctional. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. The event described of difficult to open, would not reverse knife automatic, and would not reverse button force could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 462d63, and no non-conformances were identified.